Event description:
It was reported that the pt was implanted with a wallstent 8x47x75. Within 48 hours after the procedure, the pt developed eczema on the legs. The pt is being followed by a dermatologist who performed allergy tests and determined that the pt is allergic to chromium. The pt is being treated with corticotherapy. The pt status is reported to be stable. Additional info has been requested regarding this event.